Event description:
In this case, it was reported that a second prosthetic valve was implanted in the same position using a valve-in-valve procedure. The implant duration of the original edwards device at the time of the procedure was approximately 13 years. The reason for reoperation is unknown and both devices remain implanted. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a malfunction or deficiency related to the subject valve.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional informationwas received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the subject valve. The device was replaced with another edwards valve. No further actions are possible with the available information.